Event description:
A (B)(6) female presented on (B)(6) 2011 for a scheduled surgical procedure: revision of it femur nonunion to left hip hemiarthroplasty. Pt tolerated procedure well and course of surgery was uneventful. Routine post-operative films were taken and a 2mm density was seen representing a small foreign body most likely, this density corresponds to an 2mm broken driver tip noted at the end of the surgical procedure, post closure. Surgeon notified, reviewed radiology films and confirmed density. Films re-read by radiologist for confirmation. Needle driver inspected and confirmed broken tip. Needle driver secured by director of surgery. Pt has severe dementia. Foreign body event was fully disclosed to spouse, options discussed, all questions answered. Spouse decided not to return pt to surgery and intentionally retain the foreign body. Surgeon in agreement with spouse's decision as it should not adversely impact the pt.